Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 16-jun-2024, it was reported that patient faced leaks from the tubing site . The event occurred from first days of insertion. No further information was available.